Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
As reported, the thermogard console (sn (B)(6) displayed a tcmid:06 (ce post failure) message. No information was shared with zoll about patient treatment status or if the system was intended for use on a patient or being tested.